Event description:
The reporter indicated that on (B)(6) 2023 a 13.2mm vicm5_13.2 implantable collamer lens of -8.50 diopter tore/broke during injection/delivery into the eye. There was patient contact with no patient injury. On (B)(6) 2023 a replacement lens was implanted and the problem resolved. Cause of event was user error.

Manufacturer narrative:
(B)(4).